Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(6), batch: 21562802/5034473. Additional suspect medical device component involved in the event: product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(6). Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 23182466.

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure for unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that patient underwent a spinal cord stimulator (scs) explant procedure for unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that patient was not able to get enough pain relief from the spinal cord stimulator (scs) devices.